Event description:
A ventilator was returned to the manufacturer for routine periodic maintenance 1. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a 'system leak verification' test step during testing. The technician recommended replacing the outlet side panel to address the issue. The device also failed 'active exhalation verification' in final test. The technician recommended replacing the system board and 3-way solenoid valve. No further investigation is required at this time. Additionally, the device's air inlet foam filter and particulate filter were replaced to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).